Manufacturer narrative:
E1: initial reporter phone no. (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump took two hours instead of 1 for infusion delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: d4: model #. H11: the device was received for evaluation. During functional testing , "infusion which was scheduled for 1 hour, therapy took 2 hours," was reproduced. The device was sent for flow accuracy testing and was out of the acceptable tolerance range a review of the event history log revealed an infusion programmed at a rate of 125 ml/hr and a vtbi of 30 ml. The infusion ran to completion without interruption and no abnormalities that could cause or contribute to the reported problem were observed. The user programmed another infusion of oxaliplatin at a rate of 125 ml/hr and a vtbi of 125 ml. The infusion ran to completion without interruption and no abnormalities. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure plates out of adjustment. The pressure plates requires to be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.